Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not login. A field service engineer observed touchscreen not responding. Logged into the station and attempted driver update with no resolution. Screen displayed ghost bubbles, requiring replacement of the all-in-one monitor. Shut down the station, disconnected all cables, removed the hard drive, installed it into the new monitor, reconnected cables, and restarted the station. Customer successfully logged in with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to login.there were no adverse events or injuries reported based on this event.